Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that device had a hole in the cord, was making a loud noise, smoking and heating up. The device was disassembled and it was observed that the driveshaft was broken, indicating that an excessive force was being used while in use with the competitor device. This was due to misuse/abuse and user error. It was also determined that the hole in the cord was due to user error by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hose was bad on the motor device. During in-house engineering evaluation, it was observed that the device had a hole in the cord, was making a loud noise, smoking and heating up. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.